Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient stated: "plates 16-19 didn't fit. 16 was only somewhat uncomfortable but 17-19 didn't fit at all. As you saw in pictures they cut my upper lip each night. The back of the plate was always separated from my gum. I couldn't talk properly. I took them off most of the day and wore 17-19 for weeks at a time to make up for time off during the day. Wanted her heal my inner lip as well. I was told to start w plate 16 again and go through process again. I did this with little or no change in my tooth. I never felt the push of my teeth realigning as I did w 1st 15 plates. I've had these plates since last sep."